Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: the pump's black box showed pump reboot events on (B)(6) 2015 immediately following a replace battery alarm. A test battery cap is unable to fully tighten. There were battery compartment cracks observed in the thread area and below the grip pad. The battery compartment threads were damaged. The pump was exercised for 24 hours and no issues were observed. Unrelated to the initial allegation, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.